Manufacturer narrative:
Pump received with complete destruction of device, minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, cracked reservoir tube lip and broken off end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated they slammed the car door into the device. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.